Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During unpacking, the packaging was noted to be damaged. The stent was also bent and damaged. Another wallflex biliary stent was used to complete the procedure. There was no patient complications as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0406 captures the reportable event of stent damage.